Event description:
Additional information received from the consumer reported that with the implant the vibration level was 11 out of 10 and post implant the patient was at a 1 out of 10. The patient was told to expect vibration after for a month or so. The patient had much improvement since explant and any residual stimulation was expected.

Event description:
The consumer reported that the patient had stimulation in the wrong location on (B)(6) 2016. The patient confirmed the therapy was turned on. There were no trauma or falls that could be related to the issue and the issue was related to positional movements. When the patient was lying or sitting down, stimulation was in the wrong location. The patient had a vibrating sensation all over their body to include their stomach and heart. It was an internal vibration and shaking and this also was down in the patient's legs and feet. The patient went to the ER on (B)(6) 2016. The patient was hit in their back where the stimulator was twice from an open hand slap at the end of 2015. The patient had no symptoms at the time, but wondered if this was the reason they were having problems now. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016 to have their device checked and symptoms addressed for causality. The patient had a brain tumor diagnosed in the 1990's and it was sitting on their brain stem. The patient had memory loss as a result and was having an MRI of the brain to rule out the tumor as causing their symptoms. The patient also had neck pain from arthritis of the neck. The patient saw their health care provider (hcp) on (B)(6) 2016 and they turned the implant off. The patient felt the vibration in their bladder and urinary tract and was asked to turn the implant on and decrease all programs down to 0v and turn it back off to see if the symptoms were related to the device or not. The patient did that, but they still saw a check mark next to program 4 and wanted to know if that was normal. The patient turned their device off on the morning of (B)(6) 2016 and confirmed it was off. Although the implant was shut off, the patient still felt vibrations in their bladder on (B)(6) 2016. The implant had been shut off since (B)(6) 2016. The patient had been following up with their hcp and the hcp kept saying it couldn't be the implant causing their issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-jun-10 reported that the patient is having the device removed on (B)(6) and would like the device returned for analysis. It was confirmed that the patient is having the device removed because they are still having problems and are still feeling vibration, especially when laying down and even though the device has been turned off for almost 2 months since date notified. It was further stated that the patient has been sleeping in a chair because they can't lay down and the vibration wakes them up, and that they had an MRI which showed "electrical signals" in their brain. The patient knows they are going down hill. On 2016 the patient called back and stated that since explant surgery the vibration feeling has went away and they feel good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.